Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified malfunction. Further information has been requested. There was no reported patient involvement.